Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject devices (model agilia sp mc wifi, serial number (B)(6) ) were not returned to our laboratory for analysis, and neither was the suspected defective display board. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Based on available information, the root cause of the reported issue could be linked to a defective display board. However, since the subject device was not returned, the root cause remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "pump has lost all screen image and is flashing with a red light and a continuous alarming sound." The flashing red light and continous alarming may be linked to a technical error, where the device would have stopped if it was performing an active infusion; with screen images lost, rate of infusion could no longer be tracked (potential for under/over dosage situations). Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.